Manufacturer narrative:
H10 g - contact office phone number: (B)(6).

Event description:
Philips received a complaint from the authorized service provider (asp) on the v60 ventilator indicating that while performing preventative maintenance, it was overserved that the device had touchscreen misalignment. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The asp replaced the touchscreen to resolve the reported touchscreen misalignment issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. Pil is unable to confirm the complaint that there is a misalignment in the touch position. The touch screen flex circuit passed all resistance testing of test #1. There was no problem found on the returned touchscreen.